Event description:
Patient was revised to address dislocation. The liner was depuy product, but the head was competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012 - patient's primary operative report was received. The (B)(6) 2011 surgery was a poly revision due to wear. As the cup was not removed during this surgery, it is reasonable that the liner was of depuy manufacture. The liner implanted 10+ years ago and removed on (B)(6) 2011 was added to the complaint. Patient demographics (height/weight) were updated. (B)(6). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Demographics and operative notes were the only information obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.